Event description:
The customer reported a problem with the bed to bed alarm. It is unknown if the device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported. A work order was not created, there functional testing and/or technical investigation did not occur. With the information available the reported problem was unable to be replicated. The device remains at the customer site.

Manufacturer narrative:
The customer reported a problem with the bed to bed alarm. It is unknown if the device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported. A work order was not created, there functional testing and/or technical investigation did not occur. With the information available the reported problem was unable to be replicated. A review of the risk management file was performed and determined if the customer has configured bed to bed alarming and/or pop up alarming and is expecting alarm notifications to be provided via caregroups and is not immediately aware of alarms occurring at the primary bedside or the central monitor, a delayed response to a patient could occur as product labeling does not specify that caregroups are not for use as a primary means of alarm notification. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem with the bed to bed alarm. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.